Manufacturer narrative:
Implant date: this is an approximate date, where only the year is known. Further information was requested on the exact implant date, but not yet received.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and replaced with a new aus system that had a 4.5 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and replaced with a new aus system that had a 4.5 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Product investigation results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
This is an approximate date, where only the year is known. Further information was requested on the exact implant date, but not yet received.